Manufacturer narrative:
The lead was surgically abandoned and was not returned for testing. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibiting no pacing therapy when required, loss of capture and pacing impedance measurements less than 200 ohms on the right ventricular (rv) channel. A revision procedure was performed and the device and rv lead were removed from service and replaced. Fluoroscopy revealed damage to the lead insulation. No additional adverse patient effects were reported.